Event description:
It was reported that the ilet user received a ¿glucose falling quickly¿ alert, the caregiver provided 3.5 g of carbohydrates via the school nurse, and the caregiver had performed two consecutive meal announcements earlier as a correction strategy after prior post-meal hyperglycemia. This scenario was assessed as an improper or incorrect procedure or method related to user interaction with the device user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, with a usage problem identified involving failure to follow instructions for use, in the context of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.